Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 07/17/2023. An investigation was conducted on 08/01/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the deployed seal and the tip of the delivery device indicating an attempt was made to introduce the device into the aorta. No visual defects were observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device and the seal. The seal was observed deployed in the delivery device. The white plunger was fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The intact seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring, no cracks or delamination was observed. No measurements of the delivery device were taken due to the presence of blood on the delivery device as well as on the seal, indicating an attempt was made to introduce the device and seal into the aorta. Based on the photographic evaluation as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000311604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) seal did not fall out of the tube during aorta shooting after loading. The blue slide was locked in an unlocked state. The seal contacted the patient's aorta, and the white plunger was pressed when loading the seal into the delivery device. The operation was completed after using another h/s. No patient harm.